Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/23/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. The product is inspected by a qualified inspector using a 12x magnification. It was seen that the lens had several scratches on the posterior side, one large and two small. Furthermore, the product is contaminated. The product is most likely damaged due to explant. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 15.0 diopter intraocular lens (iol) was explanted on (B)(6) 2017, because it was the incorrect power lens for the patient. Reportedly, the doctor planned to replace the lens with the same model, but a different 17.0 diopter lens. No additional information was provided.